Event description:
A premature male infant pt was admitted to the pediatric floor from the or following an initial gastrostomy (gt)insertion. The pt arrived to the floor in the afternoon. Upon obtaining vital signs (vs) and settling the pt in, the gt was noted to have fallen out and was lying on the bed. The (gt balloon was tested by inflating the balloon and was noted to be leaking). A foley was ordered to be placed into the stoma site and the pt was taken back to surgery about two hours later for replacement of the gt.